Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted the mesh to be partially detached and hanging in the abdominal cavity. The mesh was progressively dissected and excised for the most part. A small segment that was integrated with the fascial plane was left in place. It was reported that the patient experienced severe pain, bulging, adhesions, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/28/2022.

Manufacturer narrative:
Date sent to the FDA: 8/22/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.